Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument arcing and burning when cauterizing, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the customer reported complaint was replicated/confirmed. Failure analysis found the primary failure of melted tip to be related to the customer reported complaint. The instrument tip was found melted at the distal end. The silicone potting and conductor wire weld to hook/spat base was inspected by cutting distal clevis and removing conductor cap. The conductor cap was removed and revealed the conductor wire is exposed, the insulation is damaged and there is thermal damage to the yaw pulley. The root cause attributed to mishandling/misuse. The complaint regarding arcing was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument logs the pch instrument (part number 470183-14/ lot number k10220530 0177) associated with this event has been performed. Per the review, the pch instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 life remaining after the last procedural usage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. If this instrument has thermal damage to the monopolar yaw pulley and/or distal clevis but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the pch instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the yellow protective coating on the permanent cautery hook instrument was melted and the heat was arcing and burning when cauterizing. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report